Event description:
During an implant procedure, contrast was observed to be in the pericardial space and a cardiac perforation of the anterior groove resulting in tamponade, bilateral fixated mydriasis, and cardiac arrest were observed due to the delivery catheter with the leadless pacemaker (lp) inside. Cardiopulmonary resuscitation (CPR) was performed. Following CPR, the heart was sutured and the catheter and the lp were removed from the patient. The event occurred prior to fixation and the cause of the event was alleged to be due to the catheter being too stiff. The leadless pacemaker was not implanted. The patient was hospitalized and will continue to be monitored.

Event description:
Additional information was received that the patient experienced cerebral hypoxia followed by pathological awakening upon cessation of sedation, characterized by seizures. Persistent hyperlactatemia was observed despite aminergic support. Furthermore, supratentorial cerebral edema was observed on a brain scan. Following the procedure, treatment was discontinued and the patient passed away.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device did not reveal any anomalies on the helix; the helix length was within specification. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Further analysis performed did not reveal any anomalies.